Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this device was exhibiting premature battery depletion. Subsequently, the patient was admitted and underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. Subsequently, the patient was admitted and underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device has since been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Please note: patient code 3191 captures the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, the returned device had no telemetry. The device was placed into a temperature-controlled chamber and warmed to 37c for several days; however, the device was still unable to be communicated with. The device case was opened and the battery voltage was confirmed to be 2.7 volts. The battery was removed, and the hybrid was attached to an external power source. The current drain on the hybrid was noted to fluctuate. A small amount of pressure was applied to one of the internal resistors, and it was noted that this resistor had broken away from the hybrid. The loss of the telemetry was due to the loose resistor which also caused loss of device memory. The allegation of premature battery depletion could not be confirmed. However, based on investigation it is believed that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.